Event description:
The breakage of the monomer of ampoule was noticed before used for the op. Spare product was used instead of it and the procedure was completed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. (B)(4).